Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that keyboard failed intermittently. A field service engineer (fse) confirmed that due to installation constraints, the top cover could not be fully opened to replace the keyboard; however, partial access allowed reseating of the universal serial bus (usb) cable connection and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard repeatedly failed, which required users to reboot the system multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.